Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to blood glucose due to the malfunctions. Reportedly, the customer reverted to manual injections for insulin therapy. Customer also reported an undefined low blood glucose level of 50 mg/dl. Multiple follow-up attempts were made to troubleshoot for this issue, but no response was obtained.

Manufacturer narrative:
B5: replace b5 statement.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose due to the malfunction. Reportedly, the customer reverted to manual injections for insulin therapy. Customer also reported an undefined low blood glucose level of 50 mg/dl. Multiple follow-up attempts were made to troubleshoot for this issue, but no response was obtained.